Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis and respiratory arrest occurred. The physician placed a taxus express2 2.75x16mm drug eluting stent to the circumflex (cx) artery at 16 atms for 30 seconds. A taxus express2 3.5x28mm drug eluting stent was then placed in the distal right coronary artery (rca) at 16 atms for 30 seconds. Medications used during this procedure include; angiomax, nitroglycerin, morphine, versed and fentanyl. No patient injuries or complications were reported. Later the same day, the patient was taken back to the catheterization lab due to respiratory arrest. The previously placed stent in the rca was thrombosed. A balloon, unknown type and size, was used for two inflations, 8 atms for 19 seconds and 6 atms for 18 seconds. A taxus express2 3.0x24mm drug eluting stent was then deployed in the rca at 10 atms for 19 seconds. A pronto catheter was then used to remove the thrombus. The patient then required chest compressions and required mechanical ventilation and placement of an intra-aortic balloon pump (iabp). A taxus express2 2.75x32mm drug eluting stent was then deployed in the distal rca at 16 atms for 25 seconds. The proximal rca was ballooned with a 2.5x20mm maverick balloon at 6 atms for 30 seconds followed by deployment of a taxus express2 3.5x16mm drug eluting stent at 18 atms for 25 seconds. Medications used during this procedure include; dopamine, atropine, integrilin, epinephrine, versed, fentanyl and amiodarone. At the time of this report the patient was still on the ventilator and being monitored.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.